Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device was infusing too fast. There was no additional information provided.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved accuracy testing. The reported issue was not duplicated, however during the accuracy testing the pump was found to be under delivering to manufacturing specification. The root cause was not identified during the investigation. The expulsor assembly was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.